Event description:
Pt had total hip replacement in 1988, has had increasing pain this past summer, primarily a start up pain and weight-bearing pain, occasionally some rest pain, primarily in lateral hip area with some radiation into groin. Has been on relafen with some relief. Symptoms gradually getting worse, admitted 10/31 for surgical revision of right hip, replacing acetabular component and femoral head.